Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced uneasiness in their feet and extended charging time for the implant, taking 1 hour and 45 minutes instead of the usual 1 hour. When asked, the patient mentioned they did not hear the charge complete tones except when the recharger momentarily lost connection due to movement. The agent reviewed the recharging information with the patient. The patient also reported nervous tremors and a fall resulting in hitting their shoulder on a closet door. The patient had recently had their stimulation adjusted. Although the patient support specialist (pss) offered to guide the patient through checking the implantable neurostimulator (ins), the patient declined, expressing they were not comfortable using the external equipment. The patient was advised to seek further assistance from their healthcare provider. Additional information received from the patient reported the circumstances that led to the fall was the healthcare provider (hcp) turning stimulation up higher and them never feeling quite right. Two weeks after the adjustment the patient¿s balance was off and they ended up falling. The patient saw another hcp who made some adjustments back to original programming. The patient mentioned when their settings were changed, they felt shocks and could tell they were having adjustments made. It was noted the device didn¿t get rid of their tremors completely with the only time they were completely gone was the day of implant, but they slowly came back. Lastly, the patient mentioned they ¿use their charge pretty fast, but could go up to two days¿ so they charged every night for about an hour to be on the safe side.